Manufacturer narrative:
To date, information suggests that this lead was surgically abandoned. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead became damaged and could not be utilized in association with the chronic pulse generator changeout procedure. The terminal pin of this rv lead was noted to have pulled off when removing the lead from the device header. It was also noted that this rv lead had had ventricular normal measurements prior to the changeout. There were no reported adverse patient effects.